Event description:
It was reported that, this right atrial (ra) lead exhibited over pacing due to oversensing. The clinic identified different qrs complexes on the electrocardiogram and program biv trigger to off. This ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right atrial (ra) lead exhibited oversensing of a premature ventricular contraction (pvc) on the atrial channel. The clinic identified different qrs complexes on the electrocardiogram and the recommendation was provided to reprogram the device. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5.